Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the cubie failed and required maintenance. A field service engineer (fse) found that the cubie failed to open due to jammed medication wrap. The cubie was ejected to remove the medication. The cubie was replaced by pharmacy staff. All functions were normal. Drawer 1.2 was tested several times in the user application. All functions were confirmed to be normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es cubie pocket was failed and it required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.